Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture in the battery compartment with no damages to the pump or the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Date of submission (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation was unable to be completed as the pump did not power on and was completely unresponsive. Moisture was observed in the battery compartment and the battery compartment was cracked. A leak test was performed and failed due to a case seal leak. Upon pump disassembly, moisture damage was found on continuous glucose monitoring board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 04/07/2017 - correction to serial #.